Event description:
A gooseneck snare was inserted from the right brachial artery, and pulled the guide wire, which was inserted from the punctured popliteal. When the physician tried to remove the guide wire, the loop of gooseneck snare was broken at 2 cm from the neck of loop. He cut the shaft of balloon catheter and pulled the guide wire. The loop of the gooseneck snare was stuck and the loop was separated from the snare wire and was left in the body. The physician ceased the procedure. The pt is without particular problem but in hospital. The physician commented that he used strong force to pull the device and thinks it might have been better using a 10mm loop snare.